Event description:
Customer was in driveway on a wooden ramp while using a sip and puff combo and went to turn, spun in circles, and couldn't stop unit. Lap belt on at the time.

Event description:
Customer was in driveway on a wooden ramp while using a sip and puff combo and went to turn, spun in circles, and couldn't stop unit. Lap belt on at the time.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
The evaluator and the component manufacturer evaluated the device. No fault was found with the device. The nature of the complaint is unknown.